Event description:
I started using byte aligners around (B)(6) 2023. My treatment program did not progress like the company expected and they had me change what I was doing. For the last several months they have advised me to stay in specific trays due to my bottom teeth not moving like they had planned. About the time they had me in different trays for the top and bottom, I started having issues with my jaw. My jaw would feel out of alignment, would become stiff, and many times pop or click when opening and closing. A couple of weeks ago I received an email from byte regarding needing to see my dentist. I saw my dentist today and he advised me to stop using the trays immediately (I actually stopped last week after seeing the emails from byte). He said trays had caused issues with my jaw due to the bottom teeth not moving correctly. He also said that this type of dental treatment should not have been done outside of direct in-person supervision. I feel really dumb for even thinking this was a good idea. I'm sure you are already away of the issues byte aligners is having but thought I should still let you know the problems I'm having.